Event description:
It was reported that during a stent graft placement procedure, the device allegedly unable to be released. It was further reported that the stent was withdrawn from the patient and re-implanted in the lesion but still could not be released. Reportedly the outer sheath of the stent was allegedly broken and removed from the body. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned to the manufacturer for evaluation. Based on the investigation performed in the laboratory and the information reported by the client, a 'partial deployment' issue and the cascading event of a sheath fracture are confirmed. The system was flushed, and appropriate introducer sheath and guidewire were used. It is reported that the system was withdrawn, re-flushed and re implanted into the patient. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding preparation of the device the instructions for use states: "a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure." The instructions for use states: "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment. Regarding tortuous anatomy the instructions for use states "prior to stent graft deployment in tortuous anatomy, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy. Regarding the precautions the instructions for use states: 'reuse, resterilization, reprocessing and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient.' The packaging pictograms indicate an introducer size of 8f and a 0.035" guidewire. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in d2 and g4. H10: d4 (expiry date: 10/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified. (Expiry date: 10/2023). Device pending return.

Event description:
It was reported that during a stent graft placement procedure, the device allegedly unable to be released. It was further reported that the stent was withdrawn from the patient and re-implanted in the lesion but still could not be released. Reportedly the outer sheath of the stent was allegedly broken and removed from the body. The procedure was completed by using another device. There was no reported patient injury.